Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s screen was cracked and the unit could no longer be used during normal handling. Symptoms included no injury or clinical effects to the user. Outcomes included interruption of device use with a replacement device provided. Investigation included review of the reported physical damage and verification of device identification. Investigation of this case revealed external physical damage to the display assembly consistent with a cracked screen that rendered the device inoperable. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to external factors.